Manufacturer narrative:
This report is submitted on september 12, 2017, (B)(4).

Event description:
It was reported that the patient experienced recurrent infections at abutment site (date not reported). Clinical management is ongoing.